Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and evidence of internal moisture inside the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/24/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: during investigation the pump booted to the verify screen and did not progress further. A review of the pump history showed a replace battery alarm. Evaluation revealed a cracked battery compartment. There was evidence of internal moisture found within the battery compartment covering the battery terminal. (B)(4).